Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that insulin drips were not observed to be existing the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue however insulin delivery was not resumed. Customer reverted to an alternate form of insulin therapy. Customer blood glucose was 125 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.